Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed small blisters under the therapy electrodes. Patient reports being allergic to nickel. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician advised using benadryl cream and periodically removing the lifevest. The outcome of the rash is unknown.